Event description:
It was reported that a small volume intermate had particulate matter in the balloon. This was observed during filling. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 3

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.